Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was found in a homechoice cassette. The pm was described as "an orange substance blocking the patient line and it was not moving". This was identified during multiple process steps of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. Pd therapy was discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.